Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the lot did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. A review of the instructions for use found the following warnings regarding anchor failures: o bone quality must be adequate to allow proper placement of suture anchor. O use of excessive force during insertion can cause failure of the suture anchor or insertion device. A relationship, if any, between the subject device and the reported event could not be determined. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, during an arthroscopic procedure, the "2.3mm osteoraptor anchor" did not fix. The procedure was successfully completed without delay using a back-up device into an additional bone hole. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.